Event description:
The customer reported being hospitalized due to high blood glucose and she was treated with an insulin drip. The blood glucose reading at time of call was 350mg/dl. Troubleshooting was performed. The caller has been on an insulin pen since the event. The customer mentioned also having no delivery alarms during that time. Advised to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.